Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, prior to an upgrade procedure, the patient's right ventricular lead exhibited high capture threshold and high impedance. The procedure was cancelled. Extraction and replacement of the lead were discussed, but not performed. The patient was stable.

Event description:
New information received noted that the lead was explanted and replaced on july 8, 2019. The patient was stable before, during, and after the procedure.